Event description:
For 4-5 days after inserting catheter, monitor displayed pressure-value normally. After that displayed pressure-value was drifted up and down against normal value, when the catheter or pt moved. The varied pressure-value by drifting, went on. When phenomenon occurred whenever catheter or pt moved, as follows. The catheter was removed from pt. 1) initial displaying pressure-value; 10. 2) displaying pressure-value after moving catheter: 50. 3) the value; 50 went on. 4. When catheter moved again, displaying value 50 change to 20. 5) the value; 20 went on until next moving of catheter (or pt).